Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Review of media provided by the site showed the imaging window was twisted and separated.

Event description:
It was reported that a catheter issue occurred. The 100% stenosed target lesion was located in the mildly calcified and non-tortuous vessel. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. Upon insertion and rotation, there was an image in the subintimal space of the vessel. The device became lodged in this space, bound up and twisted, and the shaft broke. A snare was used to remove the detached fragment and the procedure was completed using another catheter. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The 100% stenosed target lesion was located in the mildly calcified and non-tortuous vessel. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. Upon insertion and rotation, there was an image in the subintimal space of the vessel. The device became lodged in this space, bound up and twisted, and the shaft broke. A balloon trap was used to secure the shaft within the guide and the entire system was removed. The procedure was completed using another catheter. There were no patient complications.